Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings:. Black box and alarm history review shows multiple consistent alarms on (B)(6) 2015, the voltage was above the replace/low battery alarm/warning threshold during the alarms.-all currents reading are within specification. No electrical or physical defect was found during the investigation, the product performs within specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.